Event description:
It was reported that the patient presented in clinic for a generator exchange procedure. It was noted that the pacemaker (pm) overestimated its battery longevity. There were no consequences to the patient. The pm was explanted and replaced. The patient was stable throughout the procedure.

Manufacturer narrative:
The reported event of incorrect measurement and overestimation was not confirmed. The device was tested on the bench and using automated testing equipment, and no anomalies were found.